Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had been beeping for a week and interrogation noted a battery status of ert2 (elective replacement time 2). The last recorded capacitor reformation was on march 20 and it was not completed. Several attempts to perform manual capacitor reforms were not successful.